Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, it was found that the ECG 'a', 'b' and front therapy electrode (te) cable was severed between ecgs 'a' and 'b.' The cause of the failed testing was due to the severed cable. The root cause of the severed cable was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged belt.